Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that before an open esophagectomy, it was found tcr75 was in the package of tcr10. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.